Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) and diabetic ketoacidosis. The customer alleged that the pump was not functioning properly, however, this could not be confirmed as customer declined troubleshooting with tandem technical support. Subsequently, the customer was hospitalized. Tandem technical support made multiple follow up attempts, however, no response was received.